Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Electrode ceramic tip breakage in the bone when performing the subscapularis 'split', during a latarjet block under arthroscopy, the envelop of the electrode detached after 20 minutes of use. Use of another electrode to complete the procedure. No patient consequence was reported. Additional information received via email from the affiliate on 1-12-17: the broken piece did fall into the patient, the broken piece was removed from the patient, the device was new time delay only was to retrieve, the broken piece and to take a new electrode.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Electrode ceramic tip breakage in the bone when performing the subscapularis 'split', during a latarjet block under arthroscopy, the envelop of the electrode detached after 20 minutes of use. Use of another electrode to complete the procedure. No patient consequence was reported. Additional information received via email from the affiliate on 1-12-17: the broken piece did fall into the patient, the broken piece was removed from the patient, the device was new, time delay only was to retrieve the broken piece and to take a new electrode.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for further evaluation. The device was visually, functionally, and electrically tested. The device shows signs of activation and has procedural debris around the active tip. The cut return cap had become detached from the ceramic. The return cup is in a blackened/charred condition, indicating the device entered a reverse fire up state during use. There is very little evidence of adhesive remaining on the internal surface of the return cap. Electrical tests on all aspects excluding the cut return circuit were performed successfully with no anomalies found. When the device was plugged into a vapr vue generator, the device was correctly identified and all the correct settings were made available. It is a possibility that the cut return cap has become detached due to the device being in a reverse fire up state for an extended period causing the adhesive between the return cap and the ceramic to erode completely. The reverse activation would have occurred if the return would have been in contact with the target tissue during activation. The failure can be attributed to a device misuse. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with 1 unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 3 dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).